Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up and the device was found in backup vvi mode. The patient reported that he was exposed to an electrical shock. A device code download was performed to bring the device out of backup vvi mode. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes the device was found to be in backup vvi. The device was restored by a device code download. The patient is asymptomatic.